Event description:
It was reported that the patient¿s right ventricular (rv) lead was broken. The rv lead was explanted and replaced. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.